Event description:
It was reported that a (B)(6) year old male patient underwent a right transcarotid artery revascularization procedure on (B)(6) 2019. The patient had an irradiated neck and friable common carotid artery (cca). The enroute wire became stuck in a dissection plane and could not get back to the true lumen. Therefore, the physician reverted to a carotid endarterectomy (cea). No additional details were provided.